Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that 2 weeks after implant, the patient began to feel a warm sensation around the device when she was lying. It occurred every time even when the implant was off. Adaptivestim had not been turned on yet. The patient met with a company representative on the day of the report (the intent was to turn on adaptivestim) and impedances were good and the incision seemed to be healing well. The patient was getting good coverage. It was advised that the physician evaluate for nerve issues around the pocket, beyond the function of the implant.